Event description:
Acute/sub-acute thrombosis of cypher stent placed distal to and overlapping previously implanted bare-metal stent (one year ealier). Stent placed, stent closed 3 days later. Additional stent placed.